Event description:
Distributor informed our sales department on the 22nd of march that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
The deviations found on this product cannot have contributed to the incident described. As the deviations found on the device could not have caused the reported incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance was exceeded by one year and eight months by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance. We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.